Manufacturer narrative:
Concomitant medical products: product ID: 97745bp, serial#: (B)(4). Product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the stimulation was making the patient's leg numb and we was feeling fast pulsations up and down his leg, and stim then stopped and his controller gave an error code, and indicated a malfunction, then went black. The patient then clarified the stim sensation was on night before the controller issue. The patient reported unknown icons with warning screens. The controller would power when plugged in but the issue was not resolved by a reset. It was determined the battery would not charge. Patient was issued a new battery. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported all they needed was a new battery.